Manufacturer narrative:
During inspection and testing, white foreign material was found in the nozzle when it was disassembled. Component analysis of the material detected polymethylpentene. Polymethylpentene is a thermoplastic resin used in medical and scientific equipment. A review of the device history record found no deviations that could have caused or contributed to foreign material in the nozzle. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the customer's observation of air/water supply issues was due to the foreign material clogging the nozzle. The source of the foreign material could not be determined and a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. The reported issue (air/water supply issues) was confirmed during testing. In addition, the paint around the suction cylinder and air/water cylinder was missing due to deterioration caused by stress during reprocessing, the bending angle was insufficient and the angulation control knob felt loose due to the elongation of the angle wire, the adhesive on the bending section was missing due to deterioration, the insertion section was crushed due to handling, there were wrinkles on the insertion section due to the resin being cracked, the operating section was scratched and discolored due to handling, the forceps plug was scraped off due to handling, and there were scratches on multiple parts of the device due to handling. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported air and water flow issues with the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found in the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.